Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of the securement wing hub on a PICC was returned for investigation. The photo shows the catheter being bent at the interface between the catheter and distal end of the securement wing hub. A split appears to be present at the proximal end of the catheter; however, the surface characteristics cannot be clearly examined. Since a split was observed in the photo sample provided, the complaint is confirmed, cause unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC began to leak at the insertion site. The PICC was removed and it was noted that there was a hole at the bifurcation and catheter. It was stated that the last dressing change was on (B)(6) 2019 with no issues.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC began to leak at the insertion site. The PICC was removed and it was noted that there was a hole at the bifurcation and catheter. It was stated that the last dressing change was on (B)(6) 2019 with no issues.